Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint related to nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the retaining screw fractured and was removed. New screw placed.